Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, the downstream pressure plate gap was found out of specification. The device was calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump had an "occlusion error" in the medical surgical care area, which was clarified during baxter's evaluation as constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.